Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with enlarged atrium. During lock line removal, it was noted that the clip opened to about 20 degrees. The clip was implanted, reducing mr to grade 1. The clip is stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.